Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system had failed remote manager. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the remote manager was falling off. A field service engineer (fse) powered of the system and reinstalled to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system had failed remote manager. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.